Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention (B)(6) 2018 where the entire scs system was explanted. The patient received more effective stimulation with the drg system and the patient did not recharge the ipg thus the ipg was inoperable.